Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath; thus resulting in preventing the shaft lumens from moving freely resulting in the reported/noted thumbwheel physical resistance / sticking and the reported difficult or delayed activation as reportedly the device was pulled back which released the remainder of the stent without issue in the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the left external iliac artery. The 9.0x40mm absolute pro self expanding stent system (ses) was advanced to the target lesion; however halfway through deployment, the thumbwheel became stuck and would not move any further. Without being able to visually confirm the stent was secure in the lesion, the ses was pulled back, which released the remainder of the stent without issue in the target lesion. Subsequently, post-dilatation was performed to ensure the stent was secure in the lesion. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.